Event description:
According to the op report, this valve was explanted due to endocarditis. Post implant, the pt experienced "persistent" fever. Antibiotics were administered; however, blood cultures were positive for staphylococcus aureus and an echo performed in 2000 showed vegetation and dehiscence with resultant paravalvular leak on the anterior portion of the valve. These findings were confirmed at explant and the valve was replaced with a sjm 23as-601. The pt was reported to be in "stable" condition. A follow-up echo performed later in 2000 indicated "good valve movements and clicks" with a "small" pv leak and "no thrombus or vegetation" present.